Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was malfunctioning. Customer states that she cannot put in reservoir because the device was broken. Customer has reverted to back up plan. Customer's blood glucose was 94 mg/dl. Top lip was broken and missing in the reservoir compartment. Damage occurred during normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. The pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No moisture inside the reservoir compartment or inside pump was noted.